Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy, persistent bleeding with clots began after the procedure, gradually worsened') and dysmenorrhoea ('painful bleeding began after the procedure, gradually worsened') in an adult female patient who had essure (batch no. Heo11f2) inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy, persistent bleeding with clots began after the procedure, gradually worsened') and dysmenorrhoea ('painful bleeding began after the procedure, gradually worsened') in an adult female patient who had essure (batch no. Heo11f2) inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("heavy, persistent bleeding with clots began after the procedure, gradually worsened / heavy, abnormal") and dysmenorrhoea ("painful bleeding began after the procedure, gradually worsened / localized pain") in an adult female patient who had essure inserted (lot no. He011f2). Additional non-serious events are detailed below. The patient had a medical history of wound infection, bleeding genital, pelvic pain female, abdominal pain, parity 4, multi gravida and cesarean section. Previously administered products included: depo provera. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), dysmenorrhoea (seriousness criteria medically important and intervention required), pelvic pain ("pain, including chronic pain;"), mental disorder ("psychological issues"), device intolerance ("inability to tolerate the device;"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic, bilateral salpingectomy and removal of essure implant and bilateral salpingectomy). At the time of the report, the genital haemorrhage and dysmenorrhoea had resolved. The outcomes for pelvic pain, mental disorder, device intolerance, dyspareunia and fatigue were unknown. The reporter considered device intolerance, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mental disorder and pelvic pain to be related to essure administration. The reporter commented: essure insertion details: findings: hysteroscopy showed a normal looking cavity with regular endometrium. Both ostia were visualised. A micro insert was easily inserted in to each tube. At the end 4 coils were visible on each side and an ultrasound scan has been arranged for her in 3 months' time follow up she understand that she needs to continue using contraception until she gets the all clear from us after the scan and she is planning to start the pill, for which she will make an appointment with physician procedure details ease of procedure: easy both ostia seen? Yes both devices inserted ? Yes number of coils in cavity at the end of procedure: right side 4, left side 4 essure removal details: procedure: laparoscopic, bilateral salpingectomy and removal of essure implant, hysteroscopy and novasure endometrial ablation procedure: per (as written) tubes fixed up to proximal end using ligasure (as written). Tubes opend to expose essure + both central stem + coil to tag removes on each side, endometriosis confirmed easy novasure with excellent result (as written). Essure lot number first reported as heo11f2, but upon new information from fu it was also reported as he011f2. Ptc analysis performed considered the correct essure lot number he011f2. Date of confirmation test: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2017: both sterilization devices in correct position. [Ultrasound scan] on (B)(6) 2017: anteverted uterus with an endometrial thickness of 3 mm. A trace of fluid was seen in the endometrial cavity. The right ovary appeared normal the left ovary was not identified no free fluid or adnexal masses seen both devices were identified at the uterine fundas and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically both devices appeared in the correct position. Advised not to have unprotected intercourse until confirmed. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Events inability to tolerate the device, pelvic pain, dyspareunia, psychological issues & fatigue added. Medical history , lab data , concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy, persistent bleeding with clots began after the procedure, gradually worsened / heavy, abnormal') and dysmenorrhoea ('painful bleeding began after the procedure, gradually worsened / localized pain') in an adult female patient who had essure (batch no. Heo11f2) inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the follow information were updated: pregnant was update from unknown to no; heavy, abnormal was added to event heavy, persistent bleeding with clots began after the procedure, gradually worsened, outcome was updated to recovering/resolving to recovered/resolved; localized pain was added to event painful bleeding began after the procedure, gradually worsened, outcome was updated to recovering/resolving to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy, persistent and painful bleeding with clots after the procedure') and dysmenorrhoea ('heavy, persistent and painful bleeding with clots after the procedure') in an adult female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea and genital haemorrhage to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.